Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the lead had dislodged. The lead helix was inspected for tissue. No tissue was found in the helix, but the physician noted that the helix did not retract and extend smoothly. Another lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead had also passed a wire insertion test and a helix mechanism test. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the lead had dislodged. The lead helix was inspected for tissue. No tissue was found in the helix, but the physician noted that the helix did not retract and extend smoothly. Another lead was implanted successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted, however, the lead had dislodged. The lead helix was inspected for tissue. No tissue was found in the helix, but the physician noted that the helix did not retract and extend smoothly. Another lead was implanted successfully. No adverse patient effects were reported.